Event description:
During a f/u performed on (B)(6) 2013, noise oversensing was confirmed in aida memory. A real time egm was checked and noise oversensing was confirmed. The basic rate was re-programmed to 85ppm and pacemaker pocket area was touched; pacing inhibition was observed. In addition, lead impedance was over 3000ohms at that time. A re-intervention was performed on (B)(6) 2013. During the procedure, the set-screw was screwed by a screwdriver. Click sound was confirmed with 1-2 turns. Normal pacing behavior was confirmed after screwing the setscrew; however, pacing failure was observed when pressure was applied on the pacemaker pocket area. The pacemaker was then extracted from the pocket, and the lead was visually checked. Insulation damage was observed on the lead body at 1-2cm from the distal portion of lead connector. The lead was disconnected from the pacemaker and then measured by an analyzer. Impedance was around 500 ohms with normal pacing; however it was 1600-1700 ohms while pacing failure was occurred. A new lead and pacemaker were implanted.

Manufacturer narrative:
(B)(6). This event concerns a device that was manufactured and used outside the united states. Analysis is pending.